Event description:
Primary IV pump tubing cassette began leaking when (chemotherapy) infusion was started. No cracks or breaks evident upon visual inspection, secondary tubing connection checked and was secure.